Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 72 mg/dl at the time of the incident, blood glucose was 98 mg/dl, blood glucose was 45 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Customer will not return device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Insulin pump and test sensor calibrated successfully. Insulin pump was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the insulin pump without any issues. No sensor glucose vs blood glucose anomalies noted during testing. Insulin pump was monitored and did not unexpectedly suspend. (B)(4).